Event description:
84 yr old presented for phaco emulsification intraocular lens right eye. Device was obtained in preparation for the procedure. The box contains both the device and another device. The needle in the box fell on the floor and was discarded. A sterile 27 gauge cannula, blunt tip was obtained to replace it. (This was the cannula description on the co's device's box. The labeling on the device box did not indicate to use only its brand cannula.) The replacement cannula was another co's product. The or staff connected the cannula to the syringe and expelled any air present. Subsequently, when the surgeon went to use the syringe, as he started to push on the plunger the cannula shot off and struck the pt's eye causing a subluxation of the cataract. (The cataract went behind the capsule of the eye.) The surgeon was unable to retrieve it. The pt had to be transferred to another hosp for removal of the cataract. Extent of injuries, if any, are unknown.